Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the cdh29 anvil would not click into the trocar. Another advice was used to complete the case. There was no consequence to the patient.